Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported it had been 10 years since the poly was replaced, so it was swapped.